Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: guidewire separation; may remain in pt. Device issue: guidewire separation. It was reported that the guide tip separated in the peroneal artery during dilatation. No add'l event or pt info is available.